Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances which resulted in no reduction of pain. The patient was hospitalized and underwent a lead replacement procedure. There were no reported issues postoperatively. The patient has been discharged and is expected to fully recover.

Manufacturer narrative:
Visual and x-ray inspection of the returned lead (sc-2317-70, serial (B)(6)) revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances which resulted in no reduction of pain. The patient was hospitalized and underwent a lead replacement procedure. There were no reported issues postoperatively. The patient has been discharged and is expected to fully recover.